Manufacturer narrative:
(B)(4): the customer reported that the paddles failed to discharge. There was no reported adverse patient impact. The customer chose not to repair the device. Subsequently, the customer reported that the device and paddle set were now working properly. The customer chose not to repair the device. Subsequently, the customer reported that the paddles failed to discharge. There was no reported adverse patient impact. The customer chose not to repair the device. Subsequently, the customer reported that the device and paddle set were now working properly. The customer chose not to repair the device. Subsequently, the customer reported that the device and paddle set were now working properly. The cause of the reported symptom is unknown. We are considering this a malfunction but we cannot determine the cause based on the available information.

Event description:
The customer reported that the paddles failed to discharge. There was no reported adverse patient impact.